Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was damaged when it was removed from the body. Customer does not recall any significant events leading to the error. Customer's blood glucose was 158 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.